Event description:
As reported: "oblique screws on the scn nail and alpha retro are backing out" additional surgery was performed to remove/revise the screws.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The implants are still inside the patient.

Event description:
As reported: "oblique screws on the scn nail and alpha retro are backing out" additional surgery was performed to remove/revise the screws.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.